Event description:
It was reported that the right ventricular [rv] lead was oversensing and noise was present. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analysis found no anomalies. The distal conductor had blood/body fluid (not obstructed). The outer tubing overlay was melted, had cosmetic environmental stress cracking and was breached cut. The inner tubing was torn. An exposed defibrillator coil had a white substance on it. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. Visual analysis noted apparent explant damage.